Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced an embolus in the left hemisphere of the brain. It was reported as a cerebral apoplexy with aphasia and muscle weakness of the right side of the body. The cause of the neurological dysfunction was due to the complexity of medical management. No further information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported embolus in the left hemisphere of the brain could not be conclusively determined. Peripheral thromboembolic events, stroke, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.